Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer reported low blood glucose value of 43 mg/dl, 54 mg/dl, 38 mg/dl. Customer current blood glucose level was 39 mg/dl. Customer was treated with food. Troubleshooting was performed. Customer did not show symptoms of low blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.